Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that cardiac tamponade occurred during pulmonary vein isolation (pvi) procedure. During electrophysiology (ep), after the ablation and the mapping were completed, the intracardiac catheter contact was felt uncomfortable, so the echocardiography was used and then effusion was detected. During the echocardiographic confirmation, the blood pressure gradually decreased. Preparation for drainage started and about 500 ml of pericardial fluid was drained. The blood pressure temporarily decreased to 60's, but gradually recovered to the normal range of 140's. The drained blood was venous blood. The physician concluded that the vein was injured during placement of the non-bwi coronary sinus (cs) catheter. There were no product defects observed. The patient was transferred to intensive care unit (ICU). Additional information was received indicating the physician¿s assessment of the event was non-serious and there was no causal relationship to the product. The physician¿s opinion on the cause of the adverse event was related to the procedure. Prior to noting the cardiac tamponade ablation had already been performed. No steam pop was observed during the ablation procedure. The event occurred at the end of the ablation procedure, after post-mapping. The patient¿s outcome from the adverse event was reported as recovered. A smartablate generator was used in this case with the correct catheter settings were selected on the generator and the pump was switching was from ¿low¿ to ¿high¿ flow during ablation. The flow setting of the irrigated catheter was pre: 1seconds, post: 3seconds. Transseptal was puncture performed with an rf needle. Methods used for contact force (cf) monitoring included realtime graph, vector, visitag and dashboard. Visitag module was used, with parameters for stability of respiration: on, maximum distance change:2mm, minimum time:3s, force over time (fot):25% minimum force:3g, ai: low330-high380. No additional filter used with the visitag. Coloring setting of visitag: tag index. There were no abnormalities before and while using the product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31041447l and no internal actions related to the complaint was found during the review this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).